Event description:
It was reported by the customer that the hook and loop material on this product did not hold and the patient fell forward out of the wheelchair and hit her head on the table. She did not suffer any lacerations.